Event description:
Distributor states patties had a count of 11 ea in the pack instead of 10. Extra product was discarded.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. An invalid lot number was provided, therefore, a lot history review would not be possible. If at some point, the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.